Event description:
The pt's skin became "irritated" when he recharged his implantable neurostimulator. The pt intended to have a revision performed and have the device relocated to his stomach. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.